Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the implantable cardiac monitor displayed an error message. After a device software download, normal device function resumed.